Event description:
It was reported that this implantable pulse generator emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. A safe replacement interval was calculated. No additional adverse patient effects were reported.

Manufacturer narrative:
Device has already been explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this implantable pulse generator emited beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. A safe replacement interval was calculated. This device was explanted and a new device implanted. No additional adverse patient effects were reported.